Event description:
The customer contact reported, the device alarmed with a s321 (motor error-pmc, left) malfunction alarm code. The device was returned to the biomedical department with a note stating malfunction s321. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility the device did not alarm with a s321 (motor error-pmc, left) malfunction code, however, it was noted in the device history. No additional information was provided.

Manufacturer narrative:
The device mechanism is expected to be returned for investigation. It is not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.